Manufacturer narrative:
(B)(4). Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, the explantation was most likely not due to a technical problem. The patients reported experiencing non-auditory perception and intermittency, however no technical problem could be detected. The device investigation showed that the electronic circuit is functional and did not reveal any device defect or problem. As per device explant report, at implantation surgery the device was placed on a central island of bone with exposed dura. No motion was felt when palpating the exposed device stimulator, however when the device was removed the island of bone was not fixed. This might have been a contributory factor to the observed problem, though the symptom appeared several years after first implantation. This is a final report.

Event description:
The bilaterally implanted patient has had a crackling, humming, buzzing sound with her right side cochlear implant while wearing the processors. There has been a significant deterioration in performance during the presence of these sounds. The patient was seen for follow up on (B)(6) 2015. On this day the sounds were replicable by pressing on the coil. The patient has been re-implanted.

Manufacturer narrative:
Med-el (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation ((B)(4)). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted patient has a crackling, humming, buzzing sound with her right side cochlear implant. She does not hear these sounds if she is not wearing her processors. However, if she takes off the right audio processor, and is still wearing the contralateral audio processor, she is sometimes able to hear them in the opposite ear. There is significant deterioration in performance during the presence of these sounds. The patient was seen for follow up on (B)(6) 2015 for additional programming. On this day she was able to replicate the sounds she was hearing by pressing on her coil. It seemed to be occurring when the patient was wearing the coil and the internal device pushed on.